Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with 200 units of insulin. Tandem technical support assisted the customer with successfully loading and filling a new cartridge. Blood glucose was 245 mg/dl.